Manufacturer narrative:
An event of damaged valve capsule and marker band had "peeled" was reported. The investigation found that the valve capsule was kinked from the bottom of the capsule and the marker band was slightly flared. The shaft was noted to be deformed with multiple curves. All other components of delivery system were functional when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of reported incident could not be conclusively determined, however is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant with a small flexnav delivery system and small navitor loading system. Device preparation was followed per instructions for use (IFU). During implant procedure, while resheathing the device, the valve capsule was caught in or under the noncoronary cusp pigtail catheter. It was noted the delivery system became "stiff" and mobilization through the annulus was not possible anymore. A decision was made to replace the delivery system and device with non-abbott devices. It was reported there was a clinically significant delay in the procedure but the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.